Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100678122. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100553973. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary incontinence after the device stopped working properly. The pressure regulating balloon (prb) was explanted and upon inspection several holes were observed near the crease where the balloon connects to the tubing causing fluid loss. No additional device issues or patient complications were reported.